Manufacturer narrative:
Sample information was not provided. Calibration and qc data showed signs of fliers. No system errors were noted, no other chemistries seem to have been affected. A bci field service engineer (fse) replaced wash station insert, stirrer, and reagent probe. Fse ran tg/uric carryover test and tg x 10 precision test; both tests passed.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high triglyceride (tg) result for one patient generated by unicel dxc 600 pro synchron chemistry analyzer. The sample was repeated on the same unit and lower result was obtained. In addition, the sample was tested on an alternate instrument (synchron lx 20) and lower results were obtained as well. The erroneous results were reported out of the laboratory. Patient treatment was not impacted by this event.